Event description:
It was reported that "during insertion of a gamma 4 long nail for a subtrochanteric femoral fracture, the nail tip perforated the anterior aspect of the femur at the upper femoral condyle. The entry was repositioned anteriorly and the nail was reinserted deeply. The surgery was completed. The device is implanted in the patient's body".

Manufacturer narrative:
The reported event could not be confirmed since the affected device was not returned, and no other evidence was shared for evaluation. A device inspection was not possible since the affected device was not returned. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. No indication of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More information as well as the affected devices must be available in order to determine the exact root cause of the issue. The operative technique clearly provides warning: care must be taken with reamers for the intramedullary canal. Ensure that: -the guide wire with the ball tip is used -the guide wire is correctly positioned (not advanced into the knee joint) -the guide wire is not displaced laterally during reaming (could lead to an offset position for the nail and a higher risk of an iatrogenic fracture). If the device is received or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that "during insertion of a gamma 4 long nail for a subtrochanteric femoral fracture, the nail tip perforated the anterior aspect of the femur at the upper femoral condyle. The entry was repositioned anteriorly and the nail was reinserted deeply. The surgery was completed. The device is implanted in the patient's body".